Manufacturer narrative:
Internal file number - (B)(4). Correction: lot#. Evaluation summary: the device was returned for analysis. The reported inability to shut off marking could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a right illiac stent interventional procedure. Reportedly, when the foot was opened and the proglide device was pulled back against the vessel wall to feel tactile resistance, there was still profuse blood flow coming from the marker lumen. As blood marking did not cease, the physician decided to close the foot and remove the proglide device. There was no vessel damage noted. A non-abbott closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.